Event description:
It was reported pericardial effusion with cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman laa closure device was deployed. Upon deployment, the transesophageal echocardiogram (tee) showed a pericardial effusion. The patient's blood pressure decreased and their heart rate increased. Protamine was administered to reverse the heparin. The procedure was not completed due to this event. The patient was sent to cardiothoracic surgery for a left atrial appendectomy. The patient regained consciousness and returned to the cardiothoracic surgical care unit. The physician suspected a perforation of the laa and the possibility of cardiac tamponade.